Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited continous increase of shock impedance from 110 to 150 ohms. The local field representative recommended a low energy shock lead integrity test. Attempts to obtain additional information from the physician were unsuccessful.